Event description:
It was reported that during a low anterior resection procedure the stapler was fired across the rectum but the staples didn't form; opened 'u' shaped staples were seen in the pelvis. A tl stapler was used instead and the procedure was completed without further complications. The procedure was prolonged by twenty minutes. No consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.